Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report multiple battery issues on the insulin pump. Customer reported that the insulin pump alarmed battery out limit and no power. Customer reported that the insulin pump also alarmed off no power. Customer's blood glucose levels were not included in the report at the time of the called. Troubleshooting was done and the issue remained unresolved. Product is expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery alarm, no low battery alarm, no blank display and no off no power alarm during test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.